Event description:
Patient was in surgery for an anterior cervical discectomy and fusion. Doctor was using the nerve probe and working under the microscope, then stated that the nerve probe had broken inside of the patient. Registered nurse first assistant (rnfa) and doctor looked through the incision and could not find the broken piece. The operating room (or) circulator then broke the suction canister filter, and the piece was located and confirmed with doctor and rnfa that it was the missing piece. Pictures were taken and broken piece was taken off the field and placed in a biohazard bag with small broken section. Given to management and then to biomedical equipment technician.